Manufacturer narrative:
Device information: returned to manufacturer completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 19apr2019. Added event problem and evaluation codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to perform touchscreen calibration and ensure that the touchscreen is clean. The customer reported that touchscreen calibration corrected the issue.

Event description:
It was reported that the unit's touchscreen is not responding properly. There was no patient involvement. Event date not specified; estimate used.